Manufacturer narrative:
The reported events of failure to capture, failure to sense, and high pacing impedance were confirmed. A full lead was returned in one piece for analysis. Final analysis found outer coil compressed, fractured and separated at 9.8cm from the connector pin, consistent with bending fatigue. The cause of reported events were isolated to lead outer coil fracture.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the right ventricular (rv) lead exhibited high pacing impedance, failure to sense and failure to capture. The rv lead was explanted and replaced. Patient condition was stable during and post procedure.